Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer through call that the login issue with error unable to authenticate had been resolved and no further investigation was required. The customer stated that they were not sure on how it got resolved, but the hospital information technology team cleared up the memory and were able to sign-in as usual. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server unable to authenticate when user tried to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.